Event description:
Additional information received from the healthcare provider (hcp) reported the patient's chart currently was available so the hcp was unable to answer questions regarding if the device was explanted by the physician and would be sent back for analysis. Since the patient's chart was unavailable they were also unable to answer if the infection was related to the stimulation system or was related to the cause of death. These questions were going to be forwarded to the physician and asked to call back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported they didn¿t have access to the explanted stimulator and as far as they knew it wouldn¿t be returned. When asked if the cause of death was related to the stimulator the hcp stated it wasn¿t clear in the chart. Per the chart notes the patient was discharged to hospice care at an outside facility and passed away there. There was a note the patient had an incision and drainage of an abscess on his neck by a general surgeon. A request was made for the copy of the surgical report and discharge summary be sent.

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # l83936, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # l83936, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
The consumer reported the patient had an infection and the wire in his chest came through. The patient also had an infection in his brain. The infection occurred the first of march. The physician removed the implant. The patient died on (B)(6) 2015 as a result of the infection. Relevant medical history includes parkinsons dual.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# l83936, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information from medical records noted that the dbs unit was removed after the patient developed swelling on the left side of his neck. The patient had a history of parkinson disease. Medical records included operative note from (B)(6) 2015. The patient had removal of dbs (deep brain stimulator) device with infected dbs unit. Specimens included portion of dbs lead and cervical wound culture. Operative findings: the patient already had a cervical wound on the left side that had been opened by a general surgeon 2 days prior to drain an abscess cavity which was surrounding the distal portion of the leads of the dbs unit that had been placed about 15 years ago. The cervical wound had been packed with iodoform which was removed. The tissue was very indurated and erythematous. No overt pus was seen although there was some watery discharge that was on the iodoform. The battery was explanted. The surgeon opened over the inferior left occipital region where the lead extension device was located. This was explanted. The surgeon then opened in the left frontal region and dissected the dbs lead going into the brain itself as with absolutely no resistance. The securing cap came with some difficulty, but ultimately was free completely. The surgeon then divided the lead just after it exited the head and was able to remove completely the cephalic portion. No infected material was pulled through clean tissue. The surgeon then opened further the area that had been opened by the general surgeon 2 days prior and identified the lead in that wound. The surgeon treated up and pulled from that wound both that portion that had been in the cephalic region and from the left upper chest wall. The surgeon took the portion of the lead that had been in the infected area and sent that to bacteriology and did swabs of the area that had been opened by the general surgeon 2 days prior. All wounds were copiously irrigated with antibiotic irrigation solution. A small round drain was placed and the wounds were closed and sterilely dressed. The patient went to the recovery room in satisfactory condition. The patient was treated postoperatively with IV antibiotics. Infectious disease consult noted: left chest abscess located on left supraclavicular area surrounding the distal portion of the leads of the dbs unit. Left chest wound infection s/p (status post) I and d (incision and drainage) (B)(6) 2015 and (B)(6) 2015. It was noted that the battery had been dead for about one year. The patient's issues started around (B)(6) 2015 . The patient noticed a lump on the left clavicle. The patient was started on bactrim with no improvement. On (B)(6) 2015 general surgery performed an I and d of abscess located on the left supraclavicular area surrounding the distal portions of the leads of the dbs unit. There had not been purulent drainage. The dbs unit was removed without significant complications. The patient was monitored overnight in the sicu. Mild pain post-operatively - well controlled. No significant issues except some confusion and agitation. The patient was transferred to the floor. On (B)(6) 2015 it was noted that the patient continued to be confused and was difficult to arouse. CT of the head noted: interval removal of left frontal dbs electrode, without evidence of acute intracranial abnormality. Operative cultures were (B)(6) to date. Unclear cause of encephalopathy. On 3/11/2015 and the patient was more arousable. On (B)(6) 2015 the patient continued to complain of lower abdominal and head pain (headache). It was noted the patient was somnolent. Us upper extremity venous left, no evidence of dvt (deep vein thrombosis). Active problems: autonomic instability, with severe orthostatic hypotension; major depressive disorder, recurrent episode, moderate; generalized anxiety disorder; gerd (gastroesophageal reflux disease); hypertension; acidosis; bacterial sepsis; aspiration into airway; dysphagia; metabolic acidosis; urinary retention. It was noted: unclear cause of encephalopathy (lack of stimulator?). On (B)(6) 2015 palliative care consult was obtained which noted end stage parkinson disease. Dbs placement done to decrease tremors in right upper extremity. It was noted that the patient's condition deteriorated and the patient was unable to take his parkinson treatment. It was noted that the patient/family were aware the patient was in a terminal decline. From discharge summary on (B)(6) 2015: principle discharge diagnosis: sepsis secondary to possible gram (B)(6), gram (B)(6), and anaerobic bacterial infection of the left chest secondary to deep brain stimulator. Secondary discharge diagnoses: hypoxemic respiratory failure in the setting of sepsis; fever in the setting of sepsis; parkinson's disease; hypernatremia; anemia of acute disease process; hyperchloremic metabolic acidosis; hypophosphatemia; basal cell carcinoma; squamous cell carcinoma; major depressive disorder; urinary retention; acute pain syndrome. Removal of dbs stimulator after it became infected. Removed successfully and continued on antibiotics until (B)(6) 2015. Patient had a tube feeding in place and was getting tube feeds - tolerating fairly well. Mentally, the patient did not come around. The family realized the patient was not making any progress. The patient had a "doctor rapid" (rapid response call) called on him. His respiratory rate was elevated above 30 and he was having respiratory failure with desaturation. This resulted in intubation and transfer to micu. The patient's family decided to make him comfort measures. The feeding tube was discontinued and the patient was placed on a morphine drip. This was titrated up because the patient was tachypneic. The patient was previously on hospice services before coming to the hospital. The patient was being transferred to a skilled nursing facility with hospice, closer to the patient's wife, on oral morphine with IV morphine prn (as needed). The patient was discharged on (B)(6) 2015 - condition at discharge was tenuous at best and there was a possibility that the patient would pass on transfer.